Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported device explant could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the explant could not be conclusively established. The patient was explanted on (B)(6) 2021. The patient was previously indicated for destination therapy on heartmate 3 lvas. Multiple requests for additional information regarding this event and the disposition of (B)(6) were submitted to the account; no response has been received at this time. (B)(6) has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25sep2019. The heartmate 3 lvas instructions for use (IFU), document, rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted on (B)(6) 2021. The reason for explant was not provided.